Manufacturer narrative:
The customer only retuned the suspected contour next link 2.4 meter (serial # (B)(4)). The customer's returned meter was tested with the in-house contour next test strips from lot # 8epeg10a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 2:28 p.m., the customer obtained a blood glucose reading of 481 mg/dl on her contour next link 2.4 meter. The customer stated that she was presenting with symptoms such as sweating, confusion and dizziness. Within 10 minutes, she performed a repeat testing on a different meter and obtained a reading of 210 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.